Manufacturer narrative:
Siemens healthcare diagnostics filed initial MDR on november 23, 2020. Additional information - 2021-02-12. Siemens healthcare diagnostics has concluded its investigation for atellica im sars-cov-2 total (cov2t) non-reproducible reactive results and imprecision with lot 035. Atellica im hsc hardware specialist reviewed instrument system logs. The secondary vacuum was fluctuating. Siemens customer service engineer (cse) went onsite and replaced the vacuum. The wash station was also replaced due to intermittent rlu increase. After service, additional patient samples were tested. The precision of the patients tested were found to be acceptable. According to the instructions for use (IFU), the assay is designed to have </12.0% cv for samples ranging between 0.70 index and 2.00 index. Most of the samples tested by the customer resulted below the 0.70 index. Siemens can not recommend an acceptable precision metric for samples < 0.70 index as it is not provided in the assay IFU. The reading at that level of index is a background reading and not a specific response in the sample. Background readings are taken into consideration when the cutoff is established. The cov2t assay is qualitative assay and measuring precision of true negative samples is not appropriate. The atellica im sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been confirmed. Customer is operational. No further evaluation of the device is required. In section h6, investigation finding, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Quality control (qc) was in range. Customer explained sample handling. Samples are received frozen and are thawed 3-4 hours prior to running. After samples are centrifuged after thawing at 4300 rpm for 3 minutes. Samples arrive in false bottom plastic screw top tube and are kept frozen in a freezer below -20c. Customer only runs cov2t on this atellica im analyzer and samples are not batched. Customer at this time is using the repeat feature on the atellica im to rerun the samples. The customer does not remove the samples from the atellica im analyzer. The customer service engineer (cse) performed inspection, adjustments and troubleshooting activities on the instrument across multiple visits and no instrument problem was identified. The cse noted that on one visit, construction was taking place in adjacent room to where system is located. Partial barriers up, but noticeable drywall dust around, on, and in system. A precision study was performed at the customer site and the results were acceptable. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer informed siemens that when testing multiple replicates on patient samples using atellica im sars-cov-2 total (cov2t), a reactive (positive) result (replicate) for each sample was obtained. The reactive replicate for each sample was considered discordant compared to the nonreactive (negative) results of the other replicates of the same sample. Each sample was from a different patient. It is unknown if the discordant replicate results were reported or questioned by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant (positive) cov2t results.